Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances at the t10 lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates all three leads were fractured. X-rays confirmed the t10 lead was fractured and during the surgery it was noticed the other two leads were also fractured. Surgical intervention took place wherein the leads were explanted and replaced. Effective stimulation was restored.